Event description:
It was reported to philips that the device's internal paddles sync mode charge operation issue and IFU no description for it. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer. Allegation from customer is that device's internal paddles sync mode charge operation issue and IFU no description for it. The reported issue was confirmed and traced to a misoperation, and pse(product support engineer) will submit the customer¿s request to project team and discuss the customer¿s request (adding synchronized cardioversion with internal paddles in the IFU) accordingly. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Sending follow-up to add labeled for single use field.